Manufacturer narrative:
Clarification of the patient results were provided by the affiliate on (B)(6) 2023. For sample (B)(6), the initial hcg result was <0.100 miu/ml with flag. The sample was repeated on a second e411 analyzer and the result was 52.24 miu/ml with flag. The sample was repeated on a third e411 analyzer and the result was 52.94 miu/ml with flag. For sample (B)(6), the initial hcg result was 5.95 miu/ml. The sample was repeated three times on another e411 analyzer and the results were 471.0 miu/ml with flag, 201.3 miu/ml, and 212.5 miu/ml. The service maintenance actions resolved the issue.

Manufacturer narrative:
The reagent lot number is 00664363. The expiration date was not provided. Calibration was last performed on (B)(6) 2023. The alarm trace did not contain a conspicuous event. The field service engineer (fse) found misalignments on the instrument. The fse performed alignments on the sample and reagent probes, the sipper probe, and the mixer probe. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hcg + beta test system results for 2 patient samples on a cobas e 411 immunoassay analyzer. The initial results were questioned as they did not match the patients' clinical pictures and the samples were repeated. For sample 1, the initial hcg result was <0.100 miu/ml with flag. The sample was repeated and the result was 52.24 miu/ml with flag. The sample was repeated on another analyzer and the result was 52.94 miu/ml with flag. For sample 2, the initial hcg result was 5.95 miu/ml. The sample was repeated on another analyzer and the result was 471.0 miu/ml with flag. The repeat results were deemed correct.